Event description:
Approx two years ago the pt underwent surgery. A size 4 lma fastrach was inserted without difficulty and an et tube placed. The lma fastrach was then removed. Following surgery, the pt complained of an inability to close mouth and jaw pain. The pt went to an oral surgeon and subsequently required surgery to correct a jaw dislocation.